Event description:
Pt underwent I&d washout due to infection. The surgeon attempted to remove the polyax plate, but the 8 mm cannulated screw would not disengage from the plate. Therefore, no parts were removed during this surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify FDA of the results of this investigation once it has been completed.